Event description:
The account reported that twice the head of the bed was moved up by itself into the sitting position. The bed was located in room (B)(4) at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the self-run of the had section was due to the pt left side rail control buttons were being accidently being pushed up against, user error. Per the hill-rom service manual the total care bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician in-serviced in the nurse on how to use the lockout functions to prevent the bed from moving on its own to resolve the issue. Based on this info, no further action is required.